Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an error code 1009, indicative of device being in storage mode. A technical service consultant reviewed device data and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this implantable cardioverter defibrillator (ICD) device was surgical explanted, and a new device implanted. The explanted device will not be returned, discarded at facility. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an error code 1009, indicative of device being in storage mode. A technical service consultant reviewed device data and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.